Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lcs metal back press fit was removed due to poor tracking and size was large. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.